Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to any of olympus locations, it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the field service engineer of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility these phenomena were attributed to following causes; -the subject device could not be cooled temporarily due to the fact that the device was used in a dusty environment for a long time and dust had accumulated in the ventilation holes and its surroundings, or that the ventilation holes were blocked by foreign matter, and the temperature inside the device rose, the temperature switch was activated, and the error e101 (temperature error) occurred. -since the internal temperature of the chassis increased as the error e101 (temperature error) occurred, it is assumed that lamp lighting failed and the error e103 occurred. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The field service engineer of olympus europe se co. Kg (oekg) went to the user facility and checked the subject device. But the subject device worked normally, and it could not be duplicated the reported phenomenon. The field service engineer thought that the reported phenomenon might be occurred due to the subject device overheating caused by having the examination (xenon lamp) had been turned on for a long time with poor ventilation. So the field service engineer checked inside and ventilation and other working of the subject device correctly. The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the two error codes, e101 which indicated the subject device temperature was increased and e103 which indicated the subject device was broken down were displayed during the unspecified diagnosis procedure. The intended procedure could be completed with the subject device, because the emergency lamp lit up automatically. There was no report of patient injury associated with the event.